Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017 the rep was unsure how the fall effected the device/therapy. The cause of the implantable neurostimulator (ins) shutting off by itself has yet to be determined. The patient was sent home and told to record when the device was shutting off itself and they would meet back in 3 weeks. Troubleshooting included checking impedances and group impedances which were all normal. Additional information was received from the rep on (B)(6) 2017. They saw the patient back today with 2 weeks of information. The patient told them that on (B)(6) 2017 at 4:00pm they were in the bathroom and felt stimulator go off. On (B)(6) at 12:57pm they were sitting in bed when the stimulator went off. On (B)(6) at 8:36am they were combing their hair when the stimulator went off. The rep had pictures of the patient¿s programmer when this happened. Technical services reviewed the data files sent in by the rep and followed up to relay the information found from the files. It was noted that the file shows a date pulled as (B)(6) 2017 at 2:36pm but it was actually pulled on (B)(6) 2017 at approximately 1:30pm so the parameter trend data was adjusted accordingly. The file shows that the patient¿s claim is not sound. The patient¿s device was turned off by the patient programmer on (B)(6) 2017 and remained off until (B)(6) 2017 though the patient claims that they lost stimulation on (B)(6) 2017. The patient¿s device had been off for days when the patient claims to have suddenly lost stimulation. The patient claims that they lost stimulation on (B)(6) 2017 but the data shows that at the same time they lost stimulation they actually turned stimulation off with the patient programmer. The rep noted that the patient claims their last ins did the same thing. The conclusion is that the issue is purely related to user error/education. It was noted that the patient only speaks spanish and the rep is translated by the patient¿s daughter. Technical services reviewed with the rep to consider further education with the patient and to discuss the issue with the patient¿s managing physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and failed back syndrome ¿ other via a manufacturer representative. It was reported that the patient felt like the ins shuts off by itself roughly two times per week. The patient reported that when they check the ins, they find that the voltage has been brought down to 0.0v and they have to change the settings back to where they were. The patient noted that this typically happens when they are sitting or walking, but it does occur at random. It was reported that the patient had a fall that may have affected the system around the same time that they first started experiencing the device shutting off ((B)(6) 2017). The impedances were found to be normal and no shorts or open circuits were identified. The manufacturer representative planned on logging when the incidents occur and reporting them to the manufacturer. No symptoms or complications were reported.